Event description:
It was reported that the infusion set came loose as the adhesive did not adhere while inserting on (B)(6)2026.

Manufacturer narrative:
MDR 3(B)(4) / initial 1 of 2 name: ypsomed ag country: switzerland street: weissensteinstrasse 26 city: solothurn zip code: ch-4503 based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380